Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a vent inop alarm. The customer stated that the event log shows motor fault and transducer fault alarms. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
This power supply p# 16351 s/n (B)(4) was sent to the fa lab by mistake, as a request was made to factory service to replace p# 52070 as a precautionary measure only and not the complete power supply assembly, meaning disposing of p# 52070 and installing a new pcba to replace the current installed pcba.